Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 standard capacity biopsy forceps was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the forceps was passed through the scope and the jaws was opened, a foreign body was found inside the cup. The forceps was immediately withdrawn from the patient. The procedure was completed with another radial jaw biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine¿.

Manufacturer narrative:
Visual examination found the returned device does not present any visual issue nor foreign matter. However, additional information provided pictures were a foreign matter is noted. The issue occurred during the procedure and inside the patient. This could contribute to the acquisition of the foreign matter. Visual examination showed no evidence of either the alleged issue or any defect that could have contributed to the event reported. Therefore the most probable cause for the complaint is "not confirmed-returned". A review of the device history record (DHR) was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 standard capacity biopsy forceps was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the forceps was passed through the scope and the jaws was opened, a foreign body was found inside the cup. The forceps was immediately withdrawn from the patient. The procedure was completed with another radial jaw biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine¿.